Manufacturer narrative:
Investigation: bd was unable to verify there was any catheter defect. However, when the opened sample arrived there was noted to be silicone and a thread on the catheter. Fourier-transform infrared spectroscopy testing found the thread was most likely a combination of indigo and cellulose (denim for blue jeans) and silicone. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process, for the dark thread found in the catheter it may have come loose occasionally and have joined in the assembly process due to the excess of the silicone. A corrective action project, CAPA#45094, has been initiated to investigate the issue. A review of the device history record was completed for sub-assembly# 004713bjf lot 7241709 manufactured from 30-aug-17 to 29-sep-17 in acam03 machine used in claimed lot 7247585. The batch was analyzed for ¿damaged component¿, ¿foreign matter¿ and were not evidenced records that could lead to this defect.

Event description:
It was reported that bd angiocath¿ IV catheter has small silicone droplets and foreign matter on the catheter. The following information was provided by the initial reporter: during using, it was found the catheter is rough and burr, which is not conducive to puncture. Additional information: I visually inspected the returned sample and did not find any damage to the needle or catheter. However, there is some small silicone droplets and foreign matter on the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter has small silicone droplets and foreign matter on the catheter. The following information was provided by the initial reporter: during using, it was found the catheter is rough and burr, which is not conducive to puncture. Additional information: I visually inspected the returned sample and did not find any damage to the needle or catheter. However, there is some small silicone droplets and foreign matter on the catheter.